Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed alarms occurred in the alarm logs. System calibrations where performed on the unit, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The patient was manually ventilated. There was no report of patient injury.